Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 90 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 144 and 146 mg/dl using true metrix meter. The product is stored in the dining room. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer also stated that the results he is getting from his true metrix meter are reading higher than his true result meter.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 90 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 144 and 146 mg/dl using true metrix meter. The product is stored in the dining room. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is 06/14/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer also stated that the results he is getting from his true metrix meter are reading higher than his true result meter.